Event description:
It was reported that following the implant of an elevate anterior the patient experienced abdominal and vaginal pain. It was stated "pt complained of occasional sharp vaginal pain" and "has occasional sharp abdominal pain that resolves quickly without medication." It was also noted that "patient did not note this on the pain portion of the questionnaire." The event was considered not recovering/not resolved (continuing). No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicating that the abdominal and vaginal pain was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported in relation to this event.